Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the tracking and ECG functionalities worked correctly as received. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to refurbished stock. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - 3cg is not picking up and is causing the indicator to ¿float¿ away onto other side of the patient. A different sherlock was tried and worked as it should.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - 3cg is not picking up and is causing the indicator to ¿float¿ away onto other side of the patient. A different sherlock was tried and worked as it should.